Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? Was there an alleged deficiency of the ethicon suture that contributed to seroma? Product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported via clinical trial that the patient underwent excision of brain tumors during craniotomy on (B)(6) 2019 and suture was used. It was reported that the operation was successful. After the operation, the patient was given treatments such as hemostasis, acid suppression, dehydration, prevention of infection, prevention of epilepsy, neuronutrition and internal environment temperature. On (B)(6) 2019, the patient experienced subcutaneous effusion in the wound when changing dressings and dressing was changed under pressure. On (B)(6) 2019, the patient vomited several times and patient still had subcutaneous effusion in the wound and wound continued to be dressed under pressure. On (B)(6) 2019, the patient wound subcutaneous effusion was better than before, and pressure bandaging was continued. On (B)(6) 2019, the mental state of the patient was better than before. The upper end of the wound was disconnected intermittently while the wound was dressed under pressure. The results of cerebrospinal fluid examination showed that there were no obvious symptoms of intracranial infection. On (B)(6) 2019, the patient was stable in vital signs, good healing of surgical wounds, no inflammation and exudation of secretions and other infections, and was discharged from hospital. It was reported that the patients symptoms resolved with treatment and puncture and aspiration used for hydrocele without continuation of drugs. It was reported that the relationship to the investigational product was not related and relationship to surgical procedure was probably related. Additional information has been requested.